Event description:
It was reported the asymptomatic patient presented for an in clinic follow up. Upon interrogation, it was observed the atrial lead was oversensing noise leading to inappropriate mode switches. The lead will remain implanted and will continue to monitored. The patient was stable.